Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of the clip caught at the distal end of the device was confirmed. The reported event of failure to advance the thumb advancer could not be confirmed as the thumb advancer stroke and sheath split had not been completed. Additionally, the returned device was re-assembled and deployed successfully. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that after a diagnostic coronary angiogram, arteriotomy closure of a common femoral artery was attempted using a starclose se device. Reportedly, during thumb advancer/exchange sheath splitting, resistance was met and thumb advancer deployment could not be completed. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information.